Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter alleged that a button on the infusion device was defective. No adverse event was reported. The alleged product was requested to be returned for product evaluation, however the customer has declined to return the product.